Event description:
This report was rec'd from an ophthalmologist of an 82-year-old woman who developed a sterile endophthalmitis following implant of ceeon lens model 912/+17.5(d) in her right eye. A cataract extraction with lens implant was done on 12 jan 99 with no problems. This woman did well post operatively and was discharged home. Later that evening, she sustained a fall; however, she did not injure her eye. She notified the physician and he re-examined her. Visual acuity was 20/200 (few hours post op) and 2+red blood cells's noted. Her intraocular pressure was 24. The ophthalmologist discontinued the patch and instilled one drop of azopt and began enconopred four times a day and ciloxan four times a day. She was examined again the next morning (13 jan 99) and found to have visual acivity of 20/400, 4+cell, hypopyon and brow pain. A retinal specialist then performed a vitreous tap for gram stain and culture and she was given an intra-vitreal injection of vancomycin, amikacin, and dexamethasone. The cultures have been negative and the pt's vision improved to 20/30 on 3 feb 99.